Manufacturer narrative:
Investigation details: the om-9000s device was received with a detached foot and tri-slot ball post from stabilizer arm; complaint is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a procedure, the foot got detached from the device. A new unit was used to complete the procedure. A replacement device was used to complete the procedure. There were no patient effects reported by the hospital.